Event description:
On (B)(6) 2014, the reporter contacted animas alleging an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no power issues were observed in the black box. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The battery cap contact height and width were found to be within specifications. The pump powered on normal with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.